Event description:
It was reported that during a da vinci-assisted surgical procedure, the vision side cart (vsc) had an "activation has been interrupted" message. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed error logs and found error c-01 on the integrated electrosurgical unit (iesu). The operating room (or) staff tried different instrument cords and cycled iesu power before calling. The or staff was unable to cycle system power during surgery. The or staff was not aware of a covidien generator or energy activation cable for a possible backup generator. The surgeon was continuing with the procedure robotically. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified and system functionality was checked upon powering on the system. The system initially powered on without errors. The isi tse was contacted for troubleshooting and full troubleshooting was completed. The site attempted to change cords, turned iesu on and off, changed instruments, and called isi tse. The site continued working and the procedure was able to be completed. There was no patient injury. The surgeon disabled the usm due to an issue so the site used 3 arms and didn't use the arm that had been connected to iesu. The procedure was completed robotically-after case the customer changed out towers in order to use a proper working iesu for the next case. The field engineer came a few days later and replaced the iesu.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replicated the issue. The isi fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no issues. The unit energized and cauterized, and all ports recognized instruments. The complaint was confirmed based on the field evaluation but not during failure analysis.